Event description:
It was reported that the pump touch screen was unreadable. Reportedly, there were ink blots covering the screen that blocked graphics and text. There was no reported impact to customer¿s blood glucose level. Reportedly, customer reverted to manual injections as alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.